Event description:
Patient reports during an abdominal hernia repair surgery, they realized band port was noted to not be working. Specific details of port not working not provided. The port was repaired (B)(6) 2011. Patient reports that she had another abdominal hernia. The second hernia was repaired in (B)(6) 2011 and an 8x10 mesh was placed inside of me. The doctor noticed a hole in the band tubing. The surgeon states that I could still use tube. The band remains implanted.

Manufacturer narrative:
(B)(4). Device remains implanted. The surgeon is moving to (B)(6). Other doctors are refusing to take his patients.